Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 8mm, 30g syringe. Customer states that when drawing the plunger, the stopper was removed and remained where it was. The returned syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. A review of the device history record was completed for batch# 7009831. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. There was one (1) notification (B)(4) noted for smeared stopper. Severity ranking is s1. A complaint history check was performed and this is the 2nd related complaint for stopper separates on lot # 7009831. Investigation conclusion: sample was forwarded to manufacturing (holdrege) on 18jan2019 for further review. On 22jan2019, holdrege received (1) loose 1cc, 8mm, 30g syringe. All samples were decontaminated per hstr-17 and hqa- 68 prior to being evaluated. Upon a visual inspection, the plunger rod was separated from the stopper and out of the barrel. The plunger rod did not have any damage noted to it. Was able to get the stopper out to visually inspect it and no damage was noted to it. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: probable root cause insufficient silicone in the barrel or on the stopper. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with drawing the plunger the stopper remained where it was.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with drawing the plunger the stopper remained where it was.